Event description:
User received an erroneous calcium result for one patient sample which was reported out. Patient was an outpatient, and the sample type obtained was plasma drawn in a bd brand pst green top heparinized sample tube. The primary sample tube was run on the analyzer. Initial result gave 15.8 mg per dl. Sample was repeated giving the same or very close result as the initial result - actual result not provided. The initial result of 15.8 mg per dl was reported. A second sample was obtained from the patient the same day per the physician's request and was run in duplicate giving 9.6 and 10.0 mg per dl. The initial sample was retested giving 9.9 mg per dl. Patient was not adversely affected. If additional information is received, appropriate notification will be provided.

Manufacturer narrative:
An instrument related issue could be excluded based on investigation of the data provided. Further investigation was not possible as raw data from the event was not provided. A clear root cause was not identified.

Event description:
User received an erroneous calcium result for one patient sample which was reported out. Patient was an outpatient, and the sample type obtained was plasma drawn in a bd brand pst green top heparinized sample tube. The primary sample tube was run on the analyzer. Initial result gave 15.8 mg per dl. Sample was repeated giving the same the same or very close result as the initial result - actual result not provided. The initial result of 15.8 mg per dl was reported. A second sample was obtained from the patient the same day per the physician's request and was run in duplicate giving 9.6 and 10.0 mg per dl. The initial sample was retested giving 9.9 mg per dl. Patient was not adversely affected. If additional information is received, appropriate notification will be provided.